Event description:
It was reported that the customer's insulin pump had an error alarm. It was stated that the customer changes the reservoir every six days. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk and cracked end cap.